Manufacturer narrative:
Product event summary: manufacturer¿s analysis found that the external pulse generator (epg) had a broken display screen. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned due to experiencing an unknown failure, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.